Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was not delivering insulin. The customer thought it was due to the tubing. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.